Event description:
It was reported that during an unk procedure, the device did not staple. The case was completed by add'l suture. There was no adverse consequence to the pt.

Manufacturer narrative:
.